Event description:
It was reported that the patient had a ¿bad¿ bladder infection which had started on (B)(6) 2013. It was noted that they had been hospitalized for the past 8 days and had been ¿sick¿ in the interim. They patient was unsure if their implantable neurostimulator (ins) was working and wanted the manufacturer¿s representative to come to the hospital to check the device (the healthcare facility was unfamiliar with the device). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va08cx7, implanted: (B)(6) 2013, product type: lead. (B)(4).